Event description:
Customer called to report the pump had no delivery alarms. Also stated the device was dropped onto a hardwood floor. Troubleshooting was performed. Pump tested ok. Device was not bumped or exposed to moisture.